Manufacturer narrative:
Technical eval: the first unit showed a permanent kink and knot 2.5 cm into the green ptfe coated segment of the wire. The second unit arrived in two pieces. The proximal section showed a break 0.6 cm into the coated section of the assembly. The distal section showed a substantial knot at the broken end. Conclusion: the incident is confirmed as reported. This failure mode is seen in cases where the separator proximal transition joint is manipulated outside of the rhv leading to kinking and eventually to breaking. The DHR's of these mfg lots have been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 0570, (lot# l13391). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per spec. In addition, all destructive testing was completed per required process monitoring requirements and results met spec. (B)(4) was issued on this lot and identifies the bulb length as being over spec. (B)(4). The parts released in this lot met process requirement.

Event description:
The physician was using a separator 026 inside a 026 reperfusion catheter and when the physician pushed the separator into the catheter, it kinked at the proximal end. He replaced it with another separator and it broke at the proximal end. He replaced it with a third separator and completed the case successfully.